Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation is lymphoma and seroma-late. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side "recurrent seroma" and lymphoma. Additionally, "patient's left breast has doubled in size, very sore, sharp pain, and slightly warm on touch" and "capsular contracture" were reported. The device has been explanted.